Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, diabetic ketoacidosis as well as urinary tract infection on (B)(4) 2020. Blood glucose level of the customer was 600 mg/dl. The customer was treated with the intravenous fluids. The customer was throwing up, had ketones and was not feeling well.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer had issues with the insulin pump they just got out of the hospital today. No further information given. The insulin pump will not be returned for analysis.